Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the hand switch broke prior to use on a patient and then the reinforced stapler's internal component broke off.